Event description:
A malfunction was reported on the customer's pump. It was unknown whether this issue had an impact on the customer¿s blood glucose level, as the customer declined to provide this information. Technical support assisted the customer in resetting the pump, and the malfunction code did not recur. The customer was advised to continue using the pump and to call back if any further malfunctions occur, which the customer understood.